Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for a fracture of the distal end of the clavicle. On an unknown date after the surgery, the screw backed out. It was also confirmed that only three screws had been inserted into the peripheral bone fragment although four screws should have been inserted. On (B)(6) 2024, a revision surgery was performed, and it was completed successfully with no surgical delay. It is believed that the implants were overloaded because of the insufficient number of screws and the farm work the patient performed after surgery. This report is for a 2.7mm ti va lcp clavicle plate shaft/ cs1/ right/ sterile. This is report 1 of 2 for (B)(4).